Manufacturer narrative:
The driver in "as received" condition passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. Additionally, the driver underwent extended observation testing at both normotensive values and the driver settings described by the customer and the driver performed as intended with no abnormalities or alarms. The customer-reported fault alarm was not able to be confirmed or reproduced during investigation testing and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver. There was no reported adverse patient impact.